Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms intermittently occurred. Additionally, multiple cartridge alarms occurred during insulin delivery. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level ranged from 52 mg/dl to "high"; although specific value was not provided. Cause was not known. Customer consumed apple juice to address bg low bg and administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.